Event description:
It was reported that the patient was experiencing burning sensation and pain at the midline incision. Upon examination, there was bump or abscess and it appeared that the anchors leads were protruding out of the midline incision and was infected. The physician believed that the infection was device and was procedure related. The patient was placed on antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7047891. Product family: scs-lead fixation. Upn: m365sc2218500. Model: sc-4318. Batch: 23327515.

Event description:
It was reported that the patient was experiencing burning sensation and pain at the midline incision. Upon examination, there was bump or abscess and it appeared that the anchors leads were protruding out of the midline incision and was infected. The physician believed that the infection was device and was procedure related. The patient was placed on antibiotics. Additional information received that the patient underwent an explant procedure wherein all device components were removed, and the explanted device components were not returned.